Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 750 mg/dl and diabetic ketoacidosis on (B)(6) 2026. Reportedly, the customer's insulin had not been kept in proper temperatures. Tandem technical support educated the customer on insulin labeling. Customer was treated with intravenous fluids of saline and insulin as well as potassium and antibiotics to address the elevated bg. Customer was discharged 3 days later, on (B)(6) 2026 with the issue resolved and no permanent damage.